Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.

Event description:
The home patient (hp) contacted a global technical service representative (gtsr) and reported a check supply line alarm while refilling the heater bag during the last fill using the homechoice system. The issue was reviewed over the phone with the gtsr, which revealed all of the connected solution bags were empty of fluid at the time of the alarm. Review of the device's alarm log revealed a check patient line alarm had also occurred earlier during the therapy. According to the hp, he disconnected his transfer set from the patient line of the homechoice set, placed a minicap on his transfer set and placed the empty minicap foil package over the tip of the homechoice set patient line. The hp indicated that he must disconnect once during each therapy; however, he has no flexicaps to place on the homechoice set patient line. As a result, the hp used the empty minicap foil package instead. The gtsr explained to the hp that use of a foil package in place of a flexicap does not constitute proper aseptic disconnect technique and instructed the hp to not disconnect unless he is able to do so following proper procedure. The gtsr verbally assisted the hp to discontinue the apd therapy then.